Event description:
The complainant reported a patient needing an impella cp device for mechanical circulatory support. It was reported that upon case start there was a delay as the impella would not click and connect to the aic.(automated impella controller) the pump was replaced with no reported harm or injury to the patient as a result of the delay.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. No data logs were provided for analysis and no product was received for evaluation. Therefore, the root cause of the impella being unable to connect could not be determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
No data logs were provided for analysis and no product was received for evaluation. Therefore, the root cause of the impella being unable to connect could not be determined. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.